Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). The patient tolerated the procedure without any health injury. On (B)(6) 2025, the patient developed type b aortic dissection. The entry tear was located at 3 cm distal to the left subclavian artery. The tambe device was completely compressed due to high false lumen pressure. Blood flow into the celiac and superior mesenteric arteries were interrupted for 2 to 3 hours, resulting in an ischemic state. Reportedly, the intestine had multiple perforations. The branch components bridging between the tambe device and celiac and superior mesenteric arteries remained intact. Despite an emergency procedure (implant of gore® tag® conformable thoracic stent graft with active control system), the patient subsequently died on the same day (B)(6) 2025). The main cause of death was reported as mesenteric ischemia. The reporting physician commented as follows: probably the tambe device was not the direct cause of the dissection; however, the procedure for tambe implant, especially guidewire manipulation, might have applied stress to the aortic wall, resulting in the type b aortic dissection.